Event description:
(B)(4).

Manufacturer narrative:
It was a gmk hinge case with a lot of components. Document reviews have been performed for all the lots of the items implanted without finding any issue related to the event: gmk hinge cemented femur size 2 right (k130299): code 02.09.2602r / lot 120837 (B)(4). Gmk hinge pe insert 12 mm size 2 (k130299): code 02.09.0212h / lot 120010 (B)(4). Gmk hinge fixed cemented tibial tray size 2 right (k130299): code 02.09.4002r / lot 120878 (B)(4). Gmk revision/hinge cementless extension stem 14 l 65 (k120790): code 02.07.fcl14065 / lot 115709 (B)(4). Gmk revision/hinge cementless extension stem 11 l 65 (k120790): code 02.07.fcl11065 / lot 115691 (B)(4). Gmk revision/hinge offset 5 mm (k102437): code 02.07.0005 / lot 131532 (B)(4). Gmk revision hinge offset 3 mm (k102437): code 02.07.0003 / lot 131531 (B)(4). Gmk revision/hinge tibial augment 10mm size 2 (k130299): code 02.09.ta210 / lot 112181 (B)(4). On the basis of the data collected, we have no evidences that the event is device related.